Event description:
Caller reported blood glucose results of 35 mg/dl on compact plus system and 90 mg/dl on aviva system within 2 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters, strips, and controls, replacement sent.

Manufacturer narrative:
(B)(6).